Manufacturer narrative:
No conclusion code available; the reported field event of an inability to interrogate the device was confirmed in the laboratory. The device was tested on the bench and an unstable supply due to an anomalous component on the hybrid was found. The cause of the reported inability to interrogate the device was caused by an anomalous component on the hybrid.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in hospital for a routine follow-up. Device failed to interrogate with different programmers and rf telemetry. The patient received alerts, but ignored them. The patient did not experience any symptoms. The device was explanted and replaced. The patient is doing well.